Event description:
It was reported that this right ventricular (rv) lead was found showing high, out of range pacing impedances when programmed in bipolar. It was commented that a programmed magnetic resonance imaging scan would be off label due to the impedance conditions at the rv lead. The rv lead remains in service, programmed in unipolar and functioning correctly. Also, the magnetic resonance imaging was not completed. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.